Event description:
Problem description: old value: pt is post op day 3 experienced vt overnight lidocaine started. Impella position confirmed via tee this am. Position and orientation appropriate. / new value: patient had the impella explanted 5/3 in the am in the operating room with dr. (B)(6). Per the op note: "impella was withdrawn without resistance. The impella was removed and graft clamped. We noted a large amount of clot and debris within the graft and it was flushed by releasing the proximal vessel loop. However, there was still organized clot and debris palpable near the anastamosis. Therefore, I placed a #4 fogarty catheter/balloon into the graft and proximally into the axillary artery. Balloon was inflated and then withdrawn with removal of a large amount of clot. The graft backflushed again and noted free flow with minimal debris within the graft. Large hemoclips were placed to occlude the graft as flush to the anastamosis as possible. The stump was cut short and then oversewn." Overnight, the patient developed a cold and mottled right arm. Cta of the chest and arm confirmed partial occlusion of the innominate and axillary arteries with flow limitations. Heparin drip was restarted with some improvement in symptoms (sensation remained intact). Plan for vascular to take the patient to the operating room tomorrow. Note patient's systemic heparin was witheld for multiple days due to initial surgical bleeding/coagulopathy. Heparin was never therapuetic while the impella was in place.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
Update clinical narrative:a 66-year-old female underwent elective placement of an impella 5.5 via right axillary/subclavian surgical arterial access on 27apr2026 at 12:51 pm. The pre-support clinical state was consistent with scai shock stage a. On post-operative day three, the patient developed increasing vasopressor requirements overnight with inability to advance impella support above p-6, with flows approximately 3.0 l/min, which was below the patient¿s calculated optimal flow of 4.2 l/min based on body surface area despite the use of four vasoactive medications. The patient also demonstrated increased filling pressures with concern for right ventricular failure. Transthoracic echocardiography was limited by poor acoustic windows, and transesophageal echocardiography subsequently demonstrated a pericardial effusion with regional tamponade predominantly involving the right atrium and right ventricle. Impella position, depth, and orientation were confirmed to be appropriate by tee. The patient was noted to have surgical bleeding related to the lad/lima graft, and blood products were administered in the operating room; this bleeding was not attributed to the impella device. A plan was made to return the patient to the operating room for surgical washout. The patient also experienced an episode of ventricular tachycardia overnight, for which lidocaine therapy was initiated. The impella device remained in place and continued support at the time of reporting. The patient outcome was reported as stable.conclusion:based on the available information, the reported bleeding, pericardial effusion, and tamponade were all related to the right atrium (ra) and right ventricle (rv) and were attributed to surgical bleeding associated with the CABG/avr procedure. Impella 5.5 is for left-sided heart failure support and would not be place in the ra or rv. The ventricular tachycardia was treated with lidocaine. The impella device remained in place and continued support at the time of reporting. The patient outcome was reported as stable. Bleeding is consistent with access site complication as the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.additional information received on 04may2026 indicated that the impella was explanted on 03may2026 in the operating room. According to the operative note, the impella was withdrawn without resistance, and significant clot and debris were identified within the axillary graft. The graft was flushed, and a fogarty balloon catheter was used to remove organized clot from the graft and proximal axillary artery, resulting in restoration of free flow. The graft stump was subsequently clipped and over sewn.following explant, the patient developed a cold and mottled right upper extremity overnight. Computed tomography angiography of the chest and arm demonstrated partial occlusion of the innominate and axillary arteries with associated flow limitation. Systemic heparin infusion was restarted with some improvement in symptoms, and sensation remained intact. Plans were made for vascular surgery intervention. It was noted that systemic anticoagulation had been withheld for multiple days due to initial surgical bleeding and coagulopathy, and the patient was not therapeutic on heparin at any point while the impella device was in place.based on the available information, this case involved bleeding, pericardial effusion with regional tamponade physiology, ischemia due to partial occlusion with subsequent thrombotic complications of the axillary access graft in the setting of prolonged interruption of systemic anticoagulation due to surgical bleeding following CABG/avr. The impella 5.5 device maintained appropriate position and orientation throughout support, was explanted without resistance. The reported patient injuries and clinical events were attributed to surgical bleeding and anticoagulation management rather than the impella device. The patient survived.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative and to correct information provided in a previously submitted MDR, including section b5 and section h6 health effect¿clinical and health effect¿impact codes. The sales representative confirmed that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. Section b5 has been updated to include previously omitted information to provide a complete and accurate event narrative. Section h6 has been updated to include health effect¿clinical codes e0509 (ischemia) and e0300304 (thromboembolism), which were omitted from the initial MDR submission. These codes have been added to accurately reflect the reported clinical effects. Section h6 has been updated to include health effect¿impact codes f2301 (additional device required) and f19 (surgical intervention), which were omitted from the initial MDR submission. These codes have been added to accurately reflect the reported health impacts/interventions.